Event description:
It was reported that when the subject guidewire was opened and prepared for use, there was an adherent substance near the tip of the subject guidewire. It looked like the coating of the subject guidewire was peeling. There were no clinical consequences to the patient reported as a result of this event. No other information was provided.

Manufacturer narrative:
D4 gtin: corrected to (B)(4). D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the product was opened and prepared for use, there is an adherent substance near the tip of the guidewire. It looked peeling of the coating. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that when the subject guidewire was opened and prepared for use, there was an adherent substance near the tip of the subject guidewire. It looked like the coating of the subject guidewire was peeling. There were no clinical consequences to the patient reported as a result of this event. No other information was provided.